Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of approximately 400 mg/dl while using the ilet system and subsequently changed all infusion and sensor supplies and resumed insulin delivery, after which they monitored glucose for downward trend without further troubleshooting. Symptoms included elevated blood glucose. Outcomes included user-performed corrective actions at home without medical intervention or alarms. Investigation included customer interview and advice to seek real-time troubleshooting with customer care during any future occurrence. Investigation of this case revealed that the cause of the hyperglycemia was unclear and could not be linked to a specific component because prior supplies had been discarded. It was concluded that a definitive device-related problem could not be determined.